Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding tube is fused together around the middle of the tubing. There was no patient involved.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the tubing was observed to be collapsed. A root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened to implement effective solutions to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.